Event description:
Following successful deployment of the excluder bifurcated endoprosthesis trunk-ipsilateral device, the physician noticed that the device had landed low, inadvertently covering the left hypogastric artery. No additional surgery was performed. At the end of the procedure, the pt was fine. No allegation of deficiency regarding any of the excluder devices implanted in this case was made.